Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 11/25/2014 with the following results: testing was unable to duplicate the complaint. Unrelated to the complaint, the display screen has a pinkish contrast. The tdd¿s add up correctly. Typical usage observed in alarm history. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. On 09/26 01:39 an unexplained por occurred; deliveries resumed 09/27 12:48. On 09/27 13:01 an unexplained loss of prime occurred; the warning was confirmed multiple time; deliveries resumed 14:05.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged an inaccurate delivery issue with the pump. The patient was hospitalized with a blood glucose (bg) just under 600mg/dl, with unspecified level of ketones, nausea, vomiting, polyuria, and symptoms of dehydration. During troubleshooting, customer support (cs) noted that an exacerbation of fibromyalgia with corresponding increases in pain/stress levels may have contributed to the bg excursion. On review of pump, cs found no following potential causes of the perceived inaccurate delivery issue, however, the pump is being replaced upon insistence of the health care provider. Although trouble shooting with cs did not reveal any delivery issues, the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.